Event description:
It was reported that the fiber cap detached inside the pt at 213,479 joules into the case. The physician was able to retrieve the fiber cap, method of removal is unk. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with another fiber. There was no report of pt injury.

Manufacturer narrative:
(B)(4).